Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). The dentist reported that nearly 2 months after dental implant was installed in intraoral region 10#, its non-osseointegration was observed. 25ncm of primary stability was achieved, the patient presented bone type iii, immediate load and immediate implant procedures were performed and bone graft was executed.